Event description:
The core impaction drill was sent for eval due to overheating prior to a procedure. A readily available alternate device was used for the procedure; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion of the internal components of the service was noted. Corrosion of the driveshaft and its bearings along with the rotor can cause increased heat product ion due to increased friction during rotation of the moving parts.